Event description:
It was reported, the pt has been without stimulation due to the charger and programmer being unable to communicate with the ipg. A replacement charging system was sent to the pt to provide resolution.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.